Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a luer transfer set detached from the female connector. This occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one (1) actual sample and one (1) photo sample were received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body. The reported condition was verified. No functional testing was performed. The cause of the event was determined to be manufacturing related caused by inadequate solvent on the insert chip and main body. Should additional relevant information become available, a supplemental report will be submitted.